Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to an outside hospital in st elevation myocardial infarction and cardiogenic shock following a percutaneous coronary intervention eight days prior and was found to have in-stent thrombosis. An impella cp was prepped, inserted via the left femoral artery, and delivered to the left ventricle without complications. Following initiation of impella support, it was noted that the patient had poor pulse pressure and multiple episodes of ventricular tachycardia and the decision was made to cannulate the patient with extracorporeal membrane oxygenation (ECMO). A percutaneous coronary intervention was performed to the left anterior descending and right coronary arteries, and a right chest tube was placed with loss of flows. The patient was then transferred to another hospital for further treatment supported by ECMO and impella cp. The patient arrived to the hospital critically unstable and was found to have a large hemothorax in the right lung with five liters of blood from the chest tube. The patient was emergently taken to the operating room for exploratory surgery to determine the bleeding source and mass transfusion protocol was initiated. It was noted that the source of bleeding was unknown, and it was unknown if it was related to the impella placement or position. The patient¿s pericardial space was normal, which indicated the bleeding was not coming from a source in the heart but more likely from the lungs. The following day, the patient¿s chest bleeding had significantly decreased and was more stable. On support day seven, the medical team decided to decannulate ECMO and remove impella cp and escalate the patient to an impella 5.5. During the removal of the impella cp and ECMO, a large amount of thrombus was noted in the descending aorta. The clot was evacuated by the physician using a penumbra device. It was noted that other contributing factors of the thrombus was that the patient was admitted to the hospital for in-stent stenosis and the patient received cardiopulmonary resuscitation and massive blood transfusions after admission. Additional information regarding the impella 5.5, and the final patient outcome information was not available in the complaint record accessible for report assessment at time of reporting.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary (tachycardia) : in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension, thrombosis, hemorrhage : the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.